Event description:
It was reported that before use of the bd ultrasafe passive¿ x50 needle guard syringe the plunger rods were found with "barbs" on the end of the plunger rods. 22 devices were reported to have the malfunction.

Manufacturer narrative:
Investigation summary: 20 samples were provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. This batch was manufactured by a moulding supplier. Bdm-ps performed a review of the release documents and the batch met all acceptable quality levels (aql¿s), was manufactured and released according to applicable procedures and specifications. The samples provided show varying degrees of flash and originate from different cavity numbers. Flash is a result of molten material penetrating beyond the ends of the cavity. An initial investigation conducted by the supplier indicated that the flash was caused by double shots due to the machine clamp sensors not working properly. A supplier complaint (B)(4) was raised with the supplier on receipt of a previous complaint of this nature. It was found that the sensors were worn out. However the sensors were repaired and as a preventive action the supplier has introduced preventive maintenance which is effective from 31 july, 2018. The affected batch was manufactured prior to the previous complaint ((B)(4)) which initiated supplier complaint (B)(4) and the subsequent corrective and preventative actions. Customer samples for incoming inspection are taken throughout the entirety of the manufacture of the batch and are therefore a representation of the batch. The customer has reported a total of 22 non-conforming parts ¿ 2 found during processing and 20 found in a sample size of 1250. The failure rate for this issue is based on the batch size as the batch had passed incoming inspection and was being processed at the time of the discovery. The 1250 taken for sampling by the customer during their processing are not representative of the whole batch. The 20 non-conforming components discovered at this stage are likely to be a small pocket of the batch. Bd swindon supplier quality assurance engineer will discuss this issue with the supplier, identify potentially affected batches and put in place containment actions as required. The customer has confirmed they are continuing to process the affected batch with an additional person inspecting.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd ultrasafe passive¿ x50 needle guard syringe the plunger rods were found with "barbs" on the end of the plunger rods.